Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient, alleging that the one touch ultrasmart meter is giving an error 5 message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with self-adjusting insulin. The same day, while the patient was at school, the subject meter stopped working due error 5 message. Reportedly, at 12:45pm, the patient received treatment with food/drink. It is not known if the treatment was for high or low blood glucose or to prevent either of the conditions. At 3pm, when the patient's mom picked the patient up from school, the patient reportedly had symptoms of frequent urination and was tested at "475 mg/dl" on another meter. The patient was treated with 15 units of humalog and was given water. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique is correct and the test strips are in good condition. The error 5 message was not resolved with training. This complaint being reported because the reporter claimed the patient had elevated blood glucose and developed symptoms that can be associated with hyperglycemia after the error 5 message began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.